Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, after stenting position was selected, the physician could not remove the suture. The physician examined the stent through the endoscope and noticed that the stent has been torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4).the complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, after stenting position was selected, the physician could not remove the suture. The physician examined the stent through the endoscope and noticed that the stent has been torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the bladder pigtail was torn and the suture was broken. The suture was returned, separated into two parts and the suture hole was ripped to the end of the stent. Additionally, the bladder end of the stent was accordianed. Operational context contributed to this event; due to anatomical or procedural factors, the user applied force to the stent, causing the damage.